Event description:
According to the reporter, during an open thoracic partial resection of the ascending aorta with artificial vascular replacement procedure, the needle broke three times consecutively. This resulted in the loss of the needle in the patient's body. No x-ray was performed and after searching, all the needles were found. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open thoracic partial resection of the ascending aorta with artificial vascular replacement procedure, the needle broke three times consecutively. This resulted in the loss of the needle in the patient's body. No x-ray was performed and after searching, all the needles were found. It was noted the surgical procedure was extended for less than 30 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vp-556-x, vp-556-x surgipro ii 5-0 blu 90cm cv23da (lot#d3e0406y) vp-556-x, vp-556-x surgipro ii 5-0 blu 90cm cv23da (lot#d3e0406y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic partial resection of the ascending aorta with artificial vascular replacement procedure, the needle broke three times consecutively. This resulted in the loss of the needle in the patient's body. After searching, all the needles were found.